Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported a crease between the intraocular lens (iol) and haptic before the cataract surgery. The surgery was completed with another iol. There was no patient impact. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the lens was returned for evaluation. Solution is dried on the lens. Scrape marks are observed on the posterior side of the optic. Small scratches are observed near the edge of the optic on the posterior side of the lens. Scuff marks are observed on the lens, typical of being positioned incorrectly in the lens case for return. Product history records were reviewed and the documentation indicated the product met release criteria. The reported issue could not be confirmed. A crease between the optic and the haptic was not observed. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).